Manufacturer narrative:
Although no device malfunction or possible pt injury was reported, the pt's treatment was delayed due to the reported late shipment of the integra dermal regeneration template. A new electronic order processing/order shipping system was implemented on 08/18/2004. Due to this implementation, some orders were shipped incorrectly.

Event description:
The device was ordered on (B)(4) to arrive the next day (B)(4) for use on a (B)(6) year old pt with burns on his arms. The device did not arrive on time. The integra clinical specialist was present at the hospital to assist the surgeon with the technique for application of the integra skin. The clinical specialist located an available integra skin from a nearby hospital but the surgeon decided to debride the pt as he was already under anesthesia. The surgeon placed sulphamylon on the debrided areas and waited until the integra skin arrived. The integra skin was applied on the pt on (B)(6).